Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the cause of the alarm was not determined. The batch review was performed on potentially associated lot with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc). The technical service representative (tsr) explained a se 2240 alarm indicates air entered the set up. The hp confirmed nothing unusual was noted with the supplies. The tsr further instructed the hp to clear the alarm. The tsr advised the hp to start over with new supplies. The tsr reviewed proper procedures per user manual with the hp. On (B)(6) 2011 product surveillance spoke with the hp's husband who stated that they had no idea how the air got into the lines. The husband stated that the alarm occurred in dwell 1. The husband confirmed the hp was continuing therapy without any further issue. There was no injury or medical intervention reported.